Event description:
The customer contact reported device breakage. On an unspecified date, the tubing set was to be used to deliver an unspecified medication, at an unspecified rate, via a plum pump. It was reported that when the tubing set was removed from the packaging prior to pt use, an unspecified clave port was broken off at an unspecified location of the tubing set. Although there was potential for a leak, no leak was reported. Though requested, no add'l info was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.